Event description:
Technician alleged that the bed will not going to trendelenburg or reverse trendelenburg. No injury reported.

Manufacturer narrative:
The technician found the cause to be the micro switches in the trendelenburg box. The technician replaced the micro switches in the bed to resolve the issue.